Event description:
Patient was "stuck" under the machine for 30 minutes and the nuclear medicine tech was unable to get the table to retract. The tech finally manually slid the patient out after detaching the table pad.